Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. No button error alarm was noted. No error alarms or failed battery test alarms could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Desc of event contd: now none of the buttons are allowing her to do anything. Customer stated that she also got and a-21 inquired if the customer recalls any significant events leading to the keypad issues. Found: customer is stating that she took the pump off to take a shower and then when she went back to put the pump on she stated that she noticed that the pump had a little bit of fog in the lcd screen. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Expl rpl policy. Expl interaction aftercare email. Initial notes: after troubleshooting for the keypad anomaly we looked into the failed battery test. Before we could do any troubleshooting, we changed the battery with a brand new battery and the alarm did clear itself. At this time, customer stated that she also had some fluid in the lcd. Stopped troubleshooting for failed battery and continued with fluid in pump initial notes: customer stated that a couple of days ago she went to take a shower and when she got out to put the pump back on she noticed that the lcd screen on the pump had what looked like fog in the screen. Customer stated that she did not report it because nothing seemed wrong but decided to report it today. Customer reports the pump was exposed to fluid in the past with no moisture visible in pump. Adv to disconnect at the quick release. Inquired if after the fluid exposure customer noticed more, or frequent, alarms. Customer response: customer is stating that the only thing that has happened was the a-21 alarm that has already been documented. Reviewed alarm hx for alarms and number of alarm occurrences. Found: a- 21, a-13, a-17. Button error alarm is not present in history at or around the time that the pump was exposed to moisture. Alarm(s) in history do not indicate to replace pump on 1st occurrence. Customer was not able to run a self test due to the fact that the keypad was not working and letting her get out of the low reservoir alarm. Adv customer to monitor the pump. Ship: 1 rpl pump / return: 1 pump.